Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy delivery test failed. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device was malfunctioning and gave an error message. The customer advised that either the therapy capacitor or therapy board pca was faulty. There was no reported patient involvement. The unit was returned to philips for bench repair and evaluation. The reported therapy malfunction fault was confirmed as evidenced by the error logs from the device. The capacitor and energy delivery were found to be out of tolerance during the defibrillation test. The capacitor was replaced with a known good, functioning capacitor, remediating the issue. The defibrillator test was rerun and the capacitor functioned within tolerance. All functional tests were passed and the device was retuned to the customer. The customer was provided a replacement therapy capacitor to resolve the issue. The device remains at the customer's facility. No further action is warranted at this time.